Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had sought medical assistance due to a stroke and high blood sugar. The patient removed the pod at the hospital. No more information was obtained.